Event description:
It was reported that a patient presented in-clinic with back-up vvi mode noted on the patient's implantable cardioverter defibrillator. The physician suspected a patient fall triggered the back-up mode, and no back-up defibrillation was noted. Corrective programming changes were made. No patient consequences were reported.